Event description:
During routine testing at installation of unit, a leak was noted in the anesthesia machine. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Initial report-02/03/98. Receipt of add'l info-03/23/98. Confirmation of reportable event-03/23/98.